Event description:
During installation of the device, the user reported the flow sensor was nonfunctional. The sensor was returned for eval. A replacement sensor was installed. Since the event occurred during installation of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.